Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was found to have one indentation on the outer face of the force amplification pulleys. There were no pieces missing. The jaws could not be opened due to mechanical indentations observed the force amplification pulley. The damage has formed a ridge that prevents the grip tips from opening and closing correctly. This confirmed the complaint regarding imprecise motion. Additionally, the instrument was installed on an in-house system and driven. It exhibited imprecise motion in the yaw direction and it couldn't open the gripes. The tips moved in the direction commanded, however a lag or delay in the motion was observed. The probable root cause was attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that during a da vinci assisted ventral hernia surgical procedure, the force bipolar instrument would not open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: it was unknown if jaws were stuck on tissue when the issue occurred. There was no delay in the procedure as a result of the reported event. The issue was able to be solved by replacing the instrument with a new one. There was no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined.